Manufacturer narrative:
(B)(4). The valve was patent and passed leakage and reflux testing. Upon pumping, the reservoir quickly refilled and restored to the original shape. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve did not meet specs for pressure-flow and preimplantation testing. Medtronic neurosurgery has received no other complaints for the reported lot, and a review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
At the time of conducting valve flow test, the reservoir did not restore back when exerted pressure on it through the pt's scalp. The operation was finished with a different valve, and there was no impact to the pt.